Event description:
This literature finding specifies a major adverse event in two patients attributed to the cook evolution rl controlled-rotation dilator sheath set during transvenous lead extractions. The two patients developed cardiac tamponade. A thoracotomy was preformed where surgeons patched the vena cava superior and left atrium. All patients survived.

Manufacturer narrative:
Product code: dre PMA/510(k): k141148 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation.